Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 4.1 and 4.2 kept failing. Attempts were made to recover and reboot; however, the issue persisted, and a device not detected on bus message was displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawers 4.1 and 4.2 were not detected on the bus. The field service engineer (fse) initially replaced the module controller and drawer controller boards, but the issue persisted. The fse then replaced the module controller board again, after which the drawer was successfully detected. Following this, the system was reconfigured, the firmware was updated, and the device was rebooted. The system functioned as intended after the field service engineer (fse) resolved the issue.